Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause for the events could not conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system lvas) serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log file contained events from 26jul2024 through 15aug2024. Low flow hazard events were captured on 31jul2024, 01aug2024, 02aug2024, 04aug024, 05aug2024, 09aug2024, 10aug2024, 13aug2024, and 15aug2024.the pump appeared to function as intended and operated at or above the low-speed limit (lsl) for the duration of the file. The patient remains ongoing on heartmate ii lvas serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, "introduction," lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6, ¿patient care and management,¿ in addition, this section states that patients may develop right ventricular failure during or shortly after implant, outlines indications of right heart failure, and provides the recommended treatment options for patients with right heart failure. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - narrative information h6 - adverse event problem; health effect - clinical code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the interpretation of the echocardiogram showed that the right ventricle is moderately dilated. There was mildly to moderately decreased systolic function of the right ventricle. Pulmonary artery systolic pressure measured 20 mmhg. There was also mild mitral regurgitation. No pericardial effusion was noted. Compared to the prior study of 13mar2024, there were no significant changes. The patient was recommended to eat more salt, they were not holding on to volume in spite of drinking greater than 64 ounces a day. No further alarms were reported. No patient symptoms were ever observed. This was all based on their parameters and the changes was seen in the numbers.

Event description:
It was reported that the patient noted their pump power parameter was elevated. Additionally, the patient had a small ventricle and had been having frequent low flow alarms. They experienced low flow events intermittently between (B)(6) 2024. There was a concern for suck down events. An echocardiogram was obtained on (B)(6) 2024. The patient's labs were stable, and no procedures were performed.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.